Manufacturer narrative:
This is a final report. The device has been returned and an investigation has been performed. Per the visual inspection of the returned device the screen had been cracked/damaged. The damage to the screen is attributed to use error as the customer reported they dropped the meter. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported that on (B)(6) 2015 at approximately 9:30 pm, customer had been sleeping, but then woke up and was "sweaty and shaking". Caller further reported that he was unable to check his sugar because earlier in the day his adc blood glucose meter had been dropped, which resulted in the screen being cracked. Customer reported being unable to self-treat and was treated by a family member with juice and fruit. There was no report of death or permanent injury associated with this event.